Manufacturer narrative:
The failure investigation has been completed and the alleged battery and usb port issues were verified. Based on the analysis, the alleged altitude alarm issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port was "sparking" while the customer was charging the pump. Subsequently, the battery was unable to charge despite using multiple usb cables, wall adapters and power sources. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. The customer's blood glucose was 127 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.